Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet system, which prompted an impending dosing stop alert, after which glucose values reappeared without further intervention and no troubleshooting was required. No adverse clinical symptoms reported. Outcomes included no impact beyond transient interruption risk and no medical treatment or hospitalization. User support included review of the reported signal loss and dosing stop alert and consideration of user guidance on cgm connectivity. Investigation of this case revealed a transient cgm signal loss with a dosing stop alert that self-resolved, with no confirmed device malfunction identified and no component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent cgm communication disruption.